Event description:
It was reported by sales representative that the device was explanted at implant due to one of the leaflets was not opening properly. Sales representative thinks it might be due to a suture loop. Another 6900p was then implanted.

Manufacturer narrative:
Leaflet disrution. Evaluation: the valve exhibited characteristic markings that indicated a suture was looped around the cusp 3 commissure. Permanent indentations were present on the free margins and cusps of leaflet two and three. These indentations were most likely left by a suture that was tied tightly down and against the post at the cusp 3 commissure. One green suture was visible on the sewing ring at this region which extends into the groove/track on the free margin of leaflet two. A gap was visible at the coaptation region of the leaflets. No visible inconsistencies were noted in the x-ray.